Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that when the package was opened, the split poly ring of this liner was missing.